Event description:
It was reported that the customer experienced a sticking home button on their device and false alerts indicating that the pump was out of insulin despite having over 100 units in the cartridge. There was no reported impact to the customer's blood glucose level. The customer chose not to engage in troubleshooting and requested that the issue be documented for insurance purposes; no further actions were taken.